Event description:
Blood flow was slowed after pre-dilatation using an unk balloon. The angioguard filter was clogged with debris. The physician suctioned the debris with a thrombuster catheter and nicardipine hydrochloride was administered by arterial injection. Blood flow was back to normal after the treatment, and the procedure was completed successfully. The pt was a female. The target lesion was carotid artery (no further detail is provided). There is no info about the target characteristics. The rate of stenosis is unk. The pt was anti-coagulated during the procedure. The pt was neurologically intact following the procedure. There was no reported malfunction with the cordis products. The pt is in stable condition, and no after effect remains.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional info to be submitted 30 days upon receipt.